Event description:
It was reported that the percutaneous lead was implanted two weeks prior. During the stage ii implant to implant the stimulator, the impedance read c/0 1058 15ua, c/1 1704 and 11ua, c/2 1040 15ua, c/3 >2000 and <7ua. 0/1 >2000 and 10, 0/2 <50 and 269ua, 0/3 >2000 and <7ua, 1/2 >2000 10ua, 1/3 >2000, <7ua, 2/3 >2000 <7ua impedances. No intervention was performed. Pt was going to be programmed in the outpatient clinic in 2-3 weeks. Additional info received reported that the pt was doing well with his one side. The 2nd side had a break in the system. There was no known intervention or attempt to optimize the second side since the pt had substantial issues with the hardware.

Manufacturer narrative:
(B) (4).